Event description:
It was reported that the pt experienced a loss of analgesia. There was a kink/occlusion in the intrathecal section of the pt's catheter. The catheter was occluded with dark particulate matter in each orifice, and had occluded the distal central lumen of the catheter itself. The physician was unable to aspirate fluid. The pump and catheter were replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine, and hydromorphone.

Manufacturer narrative:
(B) (4).